Event description:
Boston scientific received information that this patient presented to the hospital for pneumonia. Upon interrogation, this right ventricular lead had no capture as it had dislodged. The was thought that this patient may be a twiddler as the patient does also have dementia. The lead was successfully repositioned. No further patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.